Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle was defective upon initial clinical use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was not returned to olympus for evaluation. Therefore, no product analysis was performed. The investigation was based on provided and available information. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the complaint could not be confirmed, and the probable cause of the reported event could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the aspiration needle was defective upon initial clinical use. There were no reports of patient harm.